Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated a full electrical reset. A critical ram parity error occurred in address (B)(4) on (B)(6) 2013. The por severity is low so the device should be able to fully recover after the reset.

Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086-58, lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.